Event description:
The customer reported the set cracked and leaked propofol. There was no report of pt harm or medical intervention. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.